Event description:
It was reported that tech services was onsite 06dec2019 to install the custom low flow software. Software installed with no issues. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted image confirmed a pump off alarm; however, the cause of the alarm could not be conclusively determined. Additionally, review of the submitted log files confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log files. Although a specific cause for the confirmed pump stop could not conclusively be determined through this evaluation, the data recorded at the time of the event is consistent with the pump stop button being pressed briefly. If the button was accidentally pressed, not held down, the controller will immediately return the pump to its set speed. The account reported that a low flow software upgrade was requested for the patient¿s primary and backup controllers. Software 1.5.2 was successfully installed on 06dec2019 with no issues noted on either controller. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The heartmate 3 lvas IFU describes all system controller alarms and actions to take to resolve them, including the pump off alarm and low flow alarm. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low flow alarms which led to respiratory distress. It was reported that the cause of the low flows was due to marginal right ventricular function, as well as hypovolemia. On the alarm history tab there was a pump off alarm which could not be explained. The nurse who came to the patient's room stated that all connections were intact. Unfortunately with the high frequency of pi events this patient is experiencing the ¿pump off¿ event has since been overwritten with new events. However, since the pump power did not increase during or immediately following this event, it can be confirmed the pump maintained levitation. It was later found that the pump off on the history screen was recorded on (B)(6) 2019. Patient is currently in surgical intensive care unit. No further information was provided.